Event description:
A malfunction was reported on a pump, but no notable events occurred prior to the malfunction. There was no adverse impact to the customer's blood glucose level. Technical support provided information on resetting the pump and assisted the caller in doing so, after which the malfunction code did not recur. The customer was advised to continue using the pump and to call back if the malfunction code appeared again, which the caller acknowledged and understood.